Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic and both haptics torn, with pieces torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the lens, a specific root cause of the event could not be determined. (B)(4). Foam tip plunger was not returned.

Event description:
The reporter stated the surgeon inserted a -8.0 diopter 13.2mm micl 13.2 implantable collamer lens and the plunger overrode and tore the lens. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the foam tip plunger was faulty.